Event description:
It was reported that a malfunction alarm labeled as malf 16 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur and the customer was instructed to continue using the pump and to call back if any issues reappeared.